Event description:
(B)(4). Loss use of swallowing, had numerous allergic reactions. Became allergic to everything almost. Developed severe mental illnesses. Diagnosed with chronic pain and multiple cyst's on my ovaries.